Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2013 and absorbable staples were used to fixate the mesh. When the nurse opened the device it was noted that the foil packaging was not completely sealed. A like device was used to complete the procedure. The device was not used on the patient. Therefore, there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Upon inspection of the device an open seal was noted on the foil package. The sterile barrier was compromised.